Event description:
(B)(4). It was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension and a loss of consciousness. The index procedure treated the 95% stenosed, 4.3x21mm target lesion located in the left proximal internal carotid artery. Treatment utilized a bsc filterwire ez, placement of a 8x29mm carotid wallstent and post dilation resulting in 0% residual stenosis. One day post the index procedure the patient had multiple hypotensive episodes and experienced a loss of consciousness. The patient was treated with IV dopamine and the loss of consciousness event resolved without residual effects. The hypotensive episode was considered "unresolved". The patient was discharged later the same day. Per the physician, the relation of the events to the carotid wallstent was listed as "highly probable" and the relation to the filterwire ez was listed as "unrelated".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)